Event description:
It was reported that this pacemaker device exhibited increased in power consumption which affected this device's longevity. The battery diagnostic data indicates that the power consumption of this device has been increasing during the past year. The expected power consumption was about thirty six milliwatts, however this device was consuming sixty milliwatts and the power consumption was expected to continue to increased. Additional information indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
The returned pacemaker device was analyzed and a high current condition was confirmed on the voltage o the common collector (vcc) supply. This failure mode of high hydrogen along with high vcc supply current was consistent with leakage on the vcc supply capacitor. It was concluded that the premature depletion of the device was a result of leaky c2 capacitor, the vcc supply capacitor. Patient code 3191 captures the reportable event of surgery. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker device exhibited increased in power consumption which affected this device's longevity. Additional information indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.